Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6) transmissions. It was noted that the lead exhibited out-of-range impedance on an old alert. No intervention was reported. The patient condition was seemingly stable.